Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during eighth inflation for 20 atmospheres for 1 to 3 minutes, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was received for analysis, the following attributes were examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The rated burst pressure for this device is 20 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 27mm distally of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during eighth inflation for 20 atmospheres for 1 to 3 minutes, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status is stable.